Event description:
It was stated that the customer was in a motorcycle accident and now the insulin pump is smashed. The reported blood glucose reading was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with damage to the case and electronic assembly.